Manufacturer narrative:
Block b3: exact date unknown, explant date was used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and was not comfortable with the stimulator on the back. The patient underwent an explant procedure.